Manufacturer narrative:
The talar component proximal articulating surface has a line of wear that corresponds to the fracture in the tibial component. Metal particles were embedded in the surface. Energy dispersive spectroscopy (eds) was performed on these particles. The particles were determined to most likely occurred after the fracture. The predominate wear pattern matches the talar component, suggesting a high degree of activity. Along the medial side, the polyethylene had been abraded, with large pits and gouges in the surface. This abrasion most likely occurred after the fracture. The particles were most likely embedded after the fracture. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update june 17, 2016 : device received and evaluated. Device history record review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported discomfort, pain, moderate varus alignment, ankle deformity, stiffness. Radiographs reportedly showed malaligned with lucency over posterior and anterior aspects, broken tibial component and subluxation of the talar component. Revision surgery note reported metallosis, metal debris, clicking and moving parts reported by patient, difficulty ambulating, and the distal tibia with 2 bone cysts. On (B)(6) 2016 - x-ray received attached to complaint rk (B)(6) 2016 - update-radiograph review findings indicate a fracture of the tibial implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Provided patient x-rays were reviewed and images dated november 11, 2013 and july 22, 2014 show the fractured tibial component, confirming the reported complaint event. No other implant fracture or implant disassociation was noted. Review of patient medical records state the patient was obese; among other conditions, it is known that excessive patient weight tends to adversely affect the overall success of replacement implants. The patient also has a history of multiple surgeries on his lower extremities which could alter the patient¿s gait and add pressure to the components. It is not known to what extent, if any, these issues may have contributed to the patient problems reported. It is also not known to what extent, if any, component positioning may have contributed to the patient problems reported. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to determine a root cause, a need for corrective action is not indicated. In addition, the product code is an obsolete item and is not longer available to the customer. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.